Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) and orbital atherectomy (staged lower extremity intervention), the guide wire tip fractured and a fragment remains in the pt's body. The lesions being treated were multiple densely calcified, 80-90% stenotic lesions running the total length of the left anterior (at) and posterior tibial (pt) arteries (approx 110 mm). The reference vessel diameter was 3 mm. From a retrograde approach, the physician used a 6f/70 cm introducer sheath and a viperwire firm 0.023" tip guide wire to cross the lesions. The tip of the guide wire was parked in the distal at. He subsequently performed several sanding runs with a 1.75/70 grit solid crown oad: 33 seconds at 80k rpms, then 44 seconds at 130k rpms, then 26 seconds at 179k rpms, then 20 seconds at 165k rpms, then 25 seconds at 140k rpms for a total intervention time of 164 seconds. The intervention resorted patency of the vessel; however, the wire fragment was not able to be retrieved. The pt was asymptomatic during this event and has remained stable since the procedure despite the retained wire fragment. The procedure was successfully completed with this device. Add'l info has been requested regarding this event.